Manufacturer narrative:
During functional testing, the reported issue was confirmed: the angle wire was cut, which did not allow the forceps riser to move. Visual examination showed the following issues: the suction cylinder was missing the color indicator; the scope connector was discolored; the light guide lens was cracked; the connecting tube was wrinkled; and the universal cord was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera duodenovideoscope had a torn rope pull. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water tube, the air/water cylinder and at the distal end. This medical device report (MDR) is being submitted to capture the reportable event identified during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: - the instruction manual evis exera tjf type 160vr operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. - the instruction manual evis exera tjf type 160vr endoscope reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.